Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies and a review of the device memory log found no irregularities. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
--

Event description:
--

Event description:
--

Manufacturer narrative:
No further information is available. If additional information becomes available, an updated report will be submitted.

Event description:
Boston scientific crm received information that this device had sensed noise leading to oversensing. A boston scientific technical services (ts) consultant reviewed rhythm strips and noted the oversensing caused pacing inhibition with asystole for greater than 2 seconds. The patient is pacemaker dependent. No adverse patient effects were observed.